Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. A nurse reported that approximately (B)(6) 2025 the patient experienced a stoma site infection with redness and suppuration. A physician evaluated the stoma and prescribed oral antibiotics for 10 days. The stoma site infection had not improved and the patient developed a granuloma. A nurse evaluated the stoma and a culture was taken, which was positive for candida. The primary care physician prescribed topical clotrimazole and the stoma had slightly improved but has been static for weeks.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.